Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown at this time if device will be returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during deployment while inflating a 2.5x33mm multi-link 8 stent, the balloon was noted as leaking. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported material rupture could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture, as it could not be confirmed during return analysis testing. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Internal file number - (B)(4). Correction: adverse event/required intervention checked. Correction: case details updated. Type of reportable event changed from malfunction to serious injury.

Event description:
Correction to the initial case details: the stent-balloon was inflated once and ruptured at 10 atmospheres. Post-dilatation with an nc balloon was used to successfully complete the procedure. The patient was asymptomatic and hemodynamically stable. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.